Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis- lumbar foraminal stenosis with disc disorder procedure- posterior lumbar interbody fusion(plif) levels implanted- l5/s it was reported that the rod was inserted with percutaneous pedicle screw technique, but the postoperative x-ray image showed that the rod which was on the right cranial side came off from the screw and revision surgery was performed immediately. There was a delay of less than a 60 minutes as a result of this event. No patient complications were reported during this event.